Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed due to the main batt being shorted to the ground, causing thermal damage to the ca board and the f600 component on the board to measure open. The root cause for the open f600 fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.